Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink IV set leaked. The leak was at the junction of the set and a third party filter. This happened while the set was attached to the patient. There was no patient injury or medical intervention associated with this event. No additional information.